Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The e801 analyzer serial number was (B)(6). Calibration was last performed on 31-jul-2025 with no issues. Qc was acceptable. No relevant instrument alarms were observed. The field service engineer (fse) did not identify a cause for the event. A baseline check of the analyzer was performed, along with measuring cell conditioning and an instrument check. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The testosterone ii reagent lot number was 872064 with an expiration date of 30-sep-2026.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys testosterone ii assay (testosterone ii) on a cobas e 801 analytical unit. The initial result was 913 ng/dl. The doctor questioned the result as the patient had been running low. A 2nd sample was obtained, and the result was < 2.5 ng/dl with a data flag. On (B)(6) 2025, both samples were repeated on both of their analyzers, and the results were both < 2.5 ng/dl with a data flag. The low results were believed to be correct.